Event description:
The customer reported the system lost motorized movement and the joystick is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rui console (joystick). The system operates as intended.